Event description:
Customer reported having high blood glucose levels while on her insulin pump. She said last night she had highs. She changed her infusion set and her blood glucose got down to 172 mg/dl, and then 68 mg/dl. In the middle of the night, she went back up to 251 mg/dl and then 353 mg/dl. She bolused according to the device. This morning, customer was at 479 mg/dl and gave herself a 2.5 unit bolus. Customer inserts in her lower back and sleeps on her back. She was advised that insert in the back and sleeping on her back may cause the tubing to be kinked. Customer declined troubleshooting because she already changed her infusion set. She was advised to call back if needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.